Event description:
Pt became obtunded immediately following refill of flowonix intrathecal pump. Required admission. Second event in less than 3 weeks with 2 separate pts using device. Pt has intrathecal pump refill. Drowsy in clinic after refill. Walked to car in hospital parking lot and was found "passed out" in car by a bystander 3 hours later he was taken to ER and admitted. Wife notified clinic that pt had not returned home. Volume discrepancy was not checked in hospital but suspected. This is second overdose event in 15 days that I'm aware of. I've been told this is 6th such event in last year or so. (Unconfirmed.) Event occurred (B)(6) clinic. Dr.(B)(6), (B)(6). Diagnosis or reason for use: thoracic radiculopathy. The product was compounded.